Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.

Event description:
The customer reported that the blue insulation was chipping off from the precise jaws during use. The pieces were recovered from the patient and the surgeon continued working with the same device. There was no blood loss, no tissue damage and no patient injury.